Event description:
The customer reported that the system would not perform fluoroscopy. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The system pcbs and connectors were evaluated and reseated. The system was tested and found to be working as intended and put back into service.